Event description:
During pre-check on the biopsy probe, it failed to fire again after first check. Button use to set probe to pre-fire again failed after first check. All this was found prior to use on the pt.